Event description:
The customer reported slight trending up, but within limits, in carcinoembryonic antigen (cea) quality control (qc) and attempted to perform calibration to correct the issue involving the unicel dxi 800 access immunoassay system. The customer was not able to calibrate the cea assay due to bad fit and max iteration failures. High coefficient of variation (cvs) was also noted. The customer inspected the aspirate probes and noted they were dirty and performed probe maintenance then replaced the aspirate probes. The customer then performed system check which failed with high substrate ratio. The customer stated patient results were not affected. There was no impact to patient care associated with this event. Quality control had been within specification. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed aspirate probe #1 was not properly functioning, the fse observed air in the aspirate probe lines during aspiration. The fse noticed the quick connect fitting on the probe pressure sensor required replacement and replaced the fitting and re-aligned the aspirate probes to the aspirate probe plate. The fse noted cea calibrations were still failing with multiple lots of cea reagent, the instrument was taken out of use until service returned on (B)(6) 2013. The fse returned to the facility and adjusted pipettor alignments, pipettor ultrasonic settings to all four unicel dxi 800 pipettors and calibrated the instrument pressure sensors. The fse re-calibrated all assays and performed passing quality control (qc) to verify instrument performance was acceptable after all repairs were complete. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.